Event description:
The article, "left atrial appendage closure in patients with hereditary hemorrhagic telangiectasia and atrial fibrillation: a prospective study and systematic review", was reviewed. This research article is a prospective single-center experience to evaluate the efficacy and safety of percutaneous left atrial appendage closure (laac) with a simplified regimen in hereditary hemorrhagic telangiectasia (hht) patients and compare the results with what had been previously reported. The devices included in this study were amplatzer amulet and watchman. The article concluded that percutaneous laac appeared to be a safe and potentially effective strategy for preventing ischemic stroke in hht patients with atrial fibrillation (af). [The primary and corresponding author was antoni riera-mestre, internal medicine department, hospital universitari de bellvitge, c/ feixa llarga s/n, l¿hospitalet de llobregat, barcelona 08907, spain, with corresponding e-mail: ariera@bellvitgehospital.cat.] This study included all patients with af and a definite hht diagnosis from 01 september 2011 to 31 december 2024. A total of 23 patients were included in the study, of which 73.9% (17) received an abbott device. The average age was 72.52 years. The majority gender was female. Comorbidities included arterial hypertension, diabetes mellitus, dyslipidemia, heart failure disease, lung disease, cancer history, atrial fibrillation, and prior stroke.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.